Manufacturer narrative:
The event of a scheduled system revision was report to abbott. The patient did not have sufficient coverage. The system was explanted and replaced. There were no complications and effective therapy was restored post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Surgical intervention took place where the lead was explanted and replaced.

Event description:
It is reported that the patient is experiencing ineffective therapy. Surgical intervention is pending.

Manufacturer narrative:
Date of event is estimated.